Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reports an unexpected restart alarm while pump is in use. Insulin pump was not stored in use for an extended period of time. The alarm did not occur shortly after inserting a new battery. Customer's blood glucose level was not reported. Product is expected to return.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error alarm noted during test.